Event description:
Information received indicates the mattress has signs of fluid ingress from worn ticking.

Manufacturer narrative:
The technician used a mattress revitalization kit to repair the bed.